Event description:
The customer received questionable c-reactive protein (crp) results for two patient samples. Of the data provided, only the result for one patient sample was discrepant and reported outside the laboratory. The initial result was 10.38 mg/dl and was reported outside the laboratory. The physician did not believe the result. The result from a second sample from the patient was 0.0 mg/dl with a data flag. The first sample was repeated and the result was 0.0 mg/dl with a data flag. The patient was not adversely affected. The reagent lot number was 613125. The expiration date was requested, but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation found the sample tube used was expired. This was determined to be the most likely cause of the issue.